Manufacturer narrative:
The customer confirmed that the stapler instrument was successfully removed from the tissue, but the method of removing the instrument was not known. The caller could not relay if a release kit was used, or if the tissue was removed some other way. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). The following 2 sureform stapler 45 instruments were used during the procedure: sureform 45 stapler instrument (part number #480445/ lot number l10220613-0190) was last used in a procedure on (B)(6) 2022 and the instrument had 12 remaining uses after the last procedural usage. Sureform curved-tip 45 stapler instrument (part number #480454/ lot number t91220404-0160) was last used in a procedure on (B)(6) 2022 and the instrument had 1 remaining use after the last procedural usage. This complaint is considered to be a reportable malfunction event due to the following conclusion: it was alleged that tissue was stuck in the sureform stapler instrument jaws when the instrument failed to release. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler 45 instrument stuck on tissue. The surgeon was able to remove the instrument and proceed. An intuitive surgical inc. (Isi) technical support engineer (tse) asked how the surgeon able to remove the stapler instrument, and the customer was unsure. The tse reviewed logs and noted no errors on system. The procedure was completed with no reported injury. An intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.